Event description:
It was reported that during a davinci si ovarian cystectomy procedure, the customer noted a broken cable at the tip of the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers and grip hub. The idler pulley was able to spin freely and did not exhibit any damage. The cable segment sticks out at wrist. Grip hub exhibits light scratches near the grip hub breakage location. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.